Event description:
Fistulagram of left upper extremity(lue) done. Balloon inflated over .035 wire to burst pressure by doctor. Balloon ruptured. When taking out over the wire, balloon fractured. Doctor removed wire and fractured balloon. Vascular access was lost and pressure had to be help. Access obtained again and procedure continued. New balloon, wire and sheath were used. Procedure was completed.